Manufacturer narrative:
Date of event is estimated. A patient experienced ineffective therapy was reported to abbott. Lead fracture was confirmed via x-ray and lead diagnostics indicated high impedances on all contacts. As a result, the lead was explanted and replaced, addressing the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics measured high impedances on all contacts and a lead fracture was confirmed. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.